Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a patient who had a pipeline shield flow diverter stent implanted on (B)(6) 2021 to treat a left internal carotid artery (ica)  ophthalmic segment unruptured saccular aneurysm. The aneurysm max diameter was 7.0mm and the neck diameter was 5.7mm. The patient's baseline mrs was 0 signifying no symptoms. Pipeline placement at the time of the procedure was noted to be successful. The patient mrs remained 0 at day of discharge, 7 days post-procedure. Dual antiplatelet treatment (dapt) (solostazol and clopidogrel) was administered. Patient continues on clopidogrel but silostazol was stopped after 1 year on (B)(6) 2022. Digital subtraction angiography (dsa) follow up imaging showed complete ablation of the target aneurysm. At the 12-month follow-up visit on (B)(6) 2022, patient mrs was recorded as 2, signifying minor impairment. Patient mrs remained at 2 at the 24-month follow-up visit on (B)(6) 2024. No device malfunction or deficit was reported. No patient vessel occlusion was observed.

Event description:
The mrs 36 months after the procedure was "20", and recovery was made.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received regarding the worsening of mrs (02) reported during the 12-month post-procedure follow-up. At the 12-month post-procedure follow-up, the mrs "2 - mild impairment" was selected, which was worse than the "0 - no symptoms at all" selected inthe previous mrs (6 months after the procedure), however, this was an error; mrs 12 months post-procedure follow-up "0 - no symptoms at all" was the correct scoring. As such, it became clear that the mrs did not worsen during the 12-month post-procedure follow-up. However, mrs "2 - mild impairment" has been reported during the 24-month post-procedure follow-up, so there was still an occurrence of mrs worsening.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.